Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a generator changeout, insulation anomaly was observed at the proximal end of the lead. No electrical anomalies were detected. The lead remained implanted. The patient condition is fine and will continue to be monitored.